Event description:
There is no adverse event associated with this complaint. It was reported that the keypad buttons were intermittently unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.